Event description:
A customer observed positively biased troponin I results for multiple patient samples tested on the eci analyzer. The results did not agree with subsequent testing. The biased results were reported, and corrected reports later issued. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the customer does not follow either of the recommended testing algorithms, and did not confirm the initial positive test results. Testing of alternate samples at other sites yielded results below the upper reference limit. There is no sample remaining for further testing. Datalog analysis did not indicate any analzyer malfunction. Though the cause of the false positive results being reported was user error in not following a testing algorithm, the root cause of the elevated results is unknown.